Manufacturer narrative:
(B)(4). The incident device sample was discarded by the site. Without the sample, a detailed investigation was not provided. A review of the device history record (DHR) was not possible. The file will be closed as unconfirmed at this time. If add'l info is obtained or the sample is returned, we will re-open this investigation.

Event description:
The customer reported that during a hemorrhoidectomy, the device activated on its own. No pt injury reported. Another device used to complete the procedure.